Event description:
Clinic notes dated (B)(6) 2013 note that the patient's seizures have recently been poorly controlled and are increasing in frequency, severity and occuring everyday and at night. It was noted that there is good compliance with treatment, good tolerance of treatment and poor symptom control. It was noted that vns interrogation and diagnostics normal. Clinic notes dated (B)(6) 2014 notes that the patient has not experienced seizures since the previous visit and that the generator is showing ifi. It was noted that over the long tern the seizures have been well controlled and that recently the seizures have been well controlled. The patient was referred for generator replacement. The patient underwent generator replacement, but the generator has not been received to date.

Manufacturer narrative:
.

Event description:
On (B)(6) 2014, it was reported that the generator was replaced for prophylactic reasons as the generator was at ifi=yes. The explanted generator could not be returned for product analysis as it was disposed of by the hospital.